Event description:
It was reported that customer was hospitalized for high blood glucose and that the md was requesting to have diagnostic testing done in pump. Called customer and left message on machine to call helpline to troubleshoot pump and to address their concerns.